Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Replaced worn fingers on complete pressure adjusters with tip replacement kit. Also replaced broken irrigation safety cover. The unit passed all diagnostic tests, functional tests, and is fully operational. Further a review into the depuy mitek complaints system revealed 3 other complaints for this device's serial number. This pump is 7 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that prior to anterior cruciate ligament (acl) procedure, the fill chamber on a fms duo would fill all the way up. The procedure was completed using another fms duo and there were no adverse consequences to the patient. The sales rep reported that there was a 5 minute delay during the set up for the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.